Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive device motor seized, jammed and was moving heavy. It was further determined that the device failed the following pre-tests: excessive noise, check for air leak, check triggers for forward/ reverse mode, check the power with test bench: min 110 to 160 w, check starting behavior and check for untrue running. It was reported in the service order that the device motors were blocked. It was not reported that the event occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.